Manufacturer narrative:
B4:02aug2021. H11:b5: it was reported to philips that the device had a touchscreen failure. An authorized service personnel (asp) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to working condition. The asp replaced the touchscreen to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
Date of report: 07jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has an issue at the start of booting up. The customer reported there was no patient involvement at the time the issue was discovered.